Event description:
Provider states that the axle bolt came out of the caster but the caster did not break. No additional information provided. (B)(4) dealer called back and advised axle bolt came out of drive wheel...(B)(4).